Event description:
The reported incident relates to the mattress stitching coming loose at the seam. No injury reported at this time. The manufacturer will make all of its employees involved aware of this consumer complaint. The manufacturer has taken appropriate quality control measures (mgmt review meeting) for quality assurance and correctness of mattress covers produced/used.